Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report he was unable to program the one touch ultra 2 meter with the correct calibration code number. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. The same day at 8:15 am, the patient noted, he was unable to program the reported meter with the correct calibration code number for the test strips in use; he did not obtain a blood glucose reading. After the use of the meter, the patient took an increased dose of insulin, ten units of humalog insulin. Ten minutes later, the patient experienced the symptoms of headache and palpitations. The patient received no treatment and did not seek medical attention. The issue was resolved with patient education. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin following the meter issue. Therefore, this complaint is being reported.